Event description:
Ous MDR - it was reported that about 1 year after the implantation, during a follow-up, an increase of pacing impedance > 3000 ohms and threshold was noted. The lead was not returned. No adverse patient side effects were reported. All available information suggests this lead remains implanted. There is mention of a revision that was to occur two days after the event.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces applied during the explantation procedure should be taken into consideration. Furthermore, cuts in the insulation were found. It is reasonable to assume, that the cuts resulted from the explantation procedure. The values of the parameters measured during the electrical analysis were within the technical specifications. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations.the analysis did not reveal any sign of a material or manufacturing problem.